Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose was 175 mg/dl. Tandem customer technical support (cts) attempted troubleshooting; however, customer stated that charging supplies were not available at the time of call. Cts instructed customer to call back when charging supplies were obtained to clear the pump. Cts confirmed that customer had manual injections for alternate insulin therapy. Customer called back stating that the malfunction alarm was cleared and insulin delivery was able to be resumed.